Manufacturer narrative:
Should more information become available for the patient a supplemental report will be filed.

Event description:
The end user states a bolt and washer fell off the drive wheel of his power chair.